Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not ligate the cystic duct securely. An alice instrument was used to close the clips securely. The pt was sent to another hosp due to the leak. Pt's status is not currently known.

Manufacturer narrative:
Information was not provided by the affiliate, information is unavailable; device was not returned for evaluation.